Manufacturer narrative:
Patient demographics such as age, date of birth, sex and weight were not provided. A beckman coulter (bec) field service engineer (fse) was dispatched to assess instrument performance. The fse performed maintenance activities, a system check and also replaced the piston seal. The fse stated that the erroneous high access accu tni+3 results were caused by a defective piston seal. Replacing the piston seal resolved the customer's issue.

Event description:
The customer noted non-reproducible troponin I (access accutni+3) results for five (5) patients on the unicel dxi 600 access immunoassay (serial number (B)(4)). Initial results on this instrument were above the normal reference range of the assay. Repeat results of the same patient's samples, on the customer's alternate unicel dxi 600 access immunoassay (serial number (B)(4)) recovered lower, around the normal reference range of the assay. The initial elevated access accutni+3 results were not reported out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event. The customers access accutni+3 quality control level 1 was out of specification after the event. The samples were collected in lithium heparin tubes, the centrifugation details were not provided. Customer reported no visible issues with the integrity of the sample.